Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple intermittent occlusion alarms occurred. Customer's blood glucose reached over 500 mg/dl which was addressed with a manual injection via syringe. Customer changed all supplies and resumed insulin delivery.